Event description:
It was reported that left ipg found to be off; checked due to report of poor mood. Interventions noted as neurostimulator turned back on (left). Patient outcome noted as resolved without sequelae resolved date: (B)(6) 2012.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3391s-40, lot# v159340, implanted: (B)(6) 2009 product type lead; product ID 3391s-40, lot# v159340, implanted: (B)(6) 2009, product type lead. Product ID 7426, serial # (B)(4), implanted (B)(6) 2012 product type: neurostimulator. (B)(4).